Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a patient fall, the left ventricular (lv) lead was fractured. As a result, the lv lead was deactivated. No adverse patient effects were reported.